Event description:
The facility reports the pt had been bathed. One section of the stretcher was horizontal and the other partially raised as a back rest. The pt raised one thigh and shifted body weight off center of the hoist, causing the hoist to tip to one side. No injuries were noted.